Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of leaking infusion sets is inconclusive due to the original samples not being returned for evaluation. Six unopened 20 ga x 0.75 in. Powerloc infusion sets were returned for evaluation. An initial visual observation revealed each sample was returned in its unopened packaging. It was observed that samples 1, 2, 3, and 5 were returned with lot ashxfc036 and part number 0672034 and samples 4 and 6 were returned with lot ashnfc036 and part number 0672034. A functional test of infusing water into each returned infusion set using a 12 ml syringe revealed each of the six returned devices were patent to infusion with no observed leaks. A functional test of pressurizing each of the six returned infusion sets revealed no leaks throughout any of the returned devices. Because the original samples were not returned for evaluation, the complaint of leaking infusion sets is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when flushing to prep the needle for access, there was a leak at the base of the needle towards the wing. No serious injury. No other information was provided. It was reported this occurred with five devices. This report addresses all five devices.